Event description:
It was reported by the customer, the catheter was used for one week and when the catheter was flushed, it was found that there was a little leakage inside from the puncture point, and after pulling out the catheter for one centimeter, it was found that there was a break inside, and there was a leakage point on the top of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr single lumen groshong catheter. Usage residues were observed throughout the sample. The catheter was received assembled with a non-bd two-piece connector. Inspection of the catheter was unremarkable. Microscopic inspection of the sample did not reveal any evidence of current or previous leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. No leaks or evidence of leakage was observed during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time.

Event description:
It was reported by the customer, the catheter was used for one week and when the catheter was flushed, it was found that there was a little leakage inside from the puncture point, and after pulling out the catheter for one centimeter, it was found that there was a break inside, and there was a leakage point on the top of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.